Manufacturer narrative:
H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens and debris throughout the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -4.0 into the patient's right eye (od) on (B)(6) 2021 on (B)(6) 2021 the lens was exchanged with a longer lens, the surgeon reporting excessive vault. The problem was resolved. The cause of the event is reported as unknown.